Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced elevated blood glucose after eating when a meal was not announced to the ilet system; after data sync, coaching advised not to announce the missed meal since more than 30 minutes had elapsed and to wait until the next meal, and the patient updated the ilet app. Symptoms included hyperglycemia, with blood glucose rising to 283 mg/dl and trending down to 270 mg/dl. Outcomes included no hospitalization, no alerts or alarms, and continuation of therapy while allowing the ilet to correct the elevated glucose. Investigation included review of device use and patient coaching on meal announcement timing. Investigation of this case revealed user-related missed meal announcement with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to missed meal announcement.